Event description:
It was reported that when the wound drain was opened in the operation room to be used for waste liquid, a molding defect was found at the connection between the bag and the drain, so it was decided not to use it.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 hubless silicone flat drain with packaging label. Verified material number 0070370 and batch number ngjx2539. Visual inspection noted black specks on tubing. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the wound drain was opened in the operation room to be used for waste liquid, a molding defect was found at the connection between the bag and the drain, so it was decided not to use it.